Event description:
The recipient reportedly experienced decreased performance. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the sliscone had a slice and was damaged on the bottom cover prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed an electrode was broken within the electrode pocket. System lock was verified. The device passed all of the electrical tests performed. This is an interim report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the silicone was sliced and damaged on the bottom cover prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed an electrode wire was broken within the electrode pocket. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. Advanced electrical testing performed on the device showed lower than typical range on some of the electrodes. It is the opinion of advanced bionics explant review board that some of these electrode test results should be considered as failures. The device passed the mechanical test performed. The scanning electron microscopy analysis confirmed an electrode wire was broken in the electrode pocket. The failure of this device can be attributed to electrode shorts in the electrode pocket of the device. A corrective action was initiated. This is the final report.